Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited an out of range shock impedance of >125 ohms. This observation was made during a lead impedance test, prior to the patient's discharge. A guidant technical services (ts) consultant discussed the possibility of a loose setscrew, and recommended invasive evaluation. There have been no reported symptoms associated with this clinical observation.